Event description:
A customer reported that the probe did not fit through the port during surgery. After the probe was exchanged, the procedure was completed with no pt harm.

Manufacturer narrative:
The laser probe was received and a visual assessment of the returned sample did not reveal any nonconformity. The tip of the returned laser probe was measured to be 0.0140 +/- 0.0005 inches. The spec for this dimension is (B)(4). The measured diameter of the tip is marginally smaller than the spec. The returned laser probe was inserted into a 25ga cannula. It was observed that the laser probe was catching at the junction between the tip and the metal shaft. The customer reported event was confirmed. A review of complaints for the last 24 months did indicate one similar report for this laser probe. The root cause cannot be determined conclusively. (B)(4).